Event description:
Pt to clinic for depo shot had positive pregnancy test, was on menses at that time. Sent to private medical dr for blood hcg. Returned to clinic 2000 with results of blood hcg (neg). Suspected problem with pregnancy test.